Event description:
Femoral stem labeled wrong from company-inserted according to directions from MFR following lettering on stem. Femur fracture noted post-op new stem inserted. Dr noticed new stem currature was opposite from initial stem. New stem was correct. First stem was opposite anatomical currature of femur-causing fracture also removed femoral head 34e.